Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 8298743, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported issue. It was determined that this was a manufacturing defect that occurred during the application of the catheter tubing. The manufacturing facility has been notified of this incident and the findings. An investigation is underway to correct this issue and steps have been taken to improve on the vision system and set-up procedure. CAPA 855815. H3 other text : see section h.10.

Event description:
It was reported that the needle pierced through the insyte 18ga x 1.16in catheter before use. The following information was provided by the initial reporter, translated from spanish to english: "yelco in bad condition."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the insyte 18ga x 1.16in catheter before use. The following information was provided by the initial reporter, translated from spanish to english: "yelco in bad condition."